Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed, there was no abnormality found in event log. Therefore, it is assumed that since no operation to start therapy mode was made in standby mode, the power turned off 5 minutes after and the reported issue occurred. It has been determined that there is no abnormality in the device.